Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. Only half of the lens was returned wrapped in surgical gauzes for evaluation. Solution is dried on the returned portion of lens. The lens has been cut in half, typical of insertion and removal. The returned cut portion of lens has a nick/chipped area in the optic edge. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported event could not be determined. A lens malfunction has not been indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the lens decentered inferiorly. The lens was exchanged approximately one week following implant. Additional information was requested.